Manufacturer narrative:
(B)(4). The device has not been received yet for evaluation and the investigation is on going at this time. A follow up reprot will be provided when the inspection results become available.

Event description:
As reported by the user facility: air in line with no air in line or other alarms. Air completely down tubing to below pump. "Reports he can not duplicate in lab. Generates upstream occlusion alarm before air reaches pump." Reports issue has occurred in peds and nicu where infusion rates are low, has not had issues elsewhere in the facility that has been reported.